Event description:
As reported by legal team, approximately four years post tha, this female patient need a revision of het hip. Patient does not have a scheduled revision surgery yet.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Section h10: (h3) upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time.